Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was removed due to pt infection. The pt symptom was fever. Additional info has been requested from the hcp, but was not available as of the date of this report.